Event description:
A patient had been deceased by disconnection of the ventilator. A nurse has found that patient who was in the hospital for als has deceased when the nurse came to change the alimentation line. According to the hospital the patient has used tracheotomy tube to treat a ventilation and the nurse said when they came to the patient room the nurse seemed that the ventilator had been disconnected. They say that the alarm did not beep.